Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing difficulties with having silhouettes bent, and a past event of a high blood glucose level because of a bent cannula. The customer reported their blood glucose was 400 mg/dl at the time of the incident. The customer treated high blood glucose levels with manual injection and was not hospitalized. The customer declined to trouble shoot for high blood glucose levels. The pump will not return for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. (B)(4).